Manufacturer narrative:
H10: through further follow-up communication livanova learned that the device is stored full of water during period of non use and discovered that the hydrogen peroxide (h2o2) level monitoring is applied during the week and not on sunday. If a surgery is schedule on sunday the h2o2 level is checked. A lack in monitoring constantly the h2o2 may have led to the reported contamination.

Event description:
See initial report.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is (B)(4). Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). Through follow-up communication livanova learned that the device was cleaned regularly per the instruction for use and that it was placed outside the operating theater during use. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. The customer requested deep disinfection. There is no known patient involvement